Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger . (B)(4). Analysis of the desktop charger (serial # (B)(4)) found the cable assembly had connector damage.

Event description:
The consumer and a manufacturer representative reported that their recharger was not charging. The implantable neurostimulator (ins) had depleted and the stimulation had stopped. They were unable to charge since the recharger could not be charged. The connector pin on the desktop charger was broken. The patient was sent a replacement desktop charger but the recharger was still not charging. Neither desktop charger was working with the recharger. The patient was sent a replacement recharger.